Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 660mg/dl. Troubleshooting was performed. The time and date on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.